Manufacturer narrative:
Concomitant medical products: sesr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness , dizziness and bradycardia. Implantable pulse generator (ipg) exhibited an electrical reset and non capture was noted on the right ventricular (rv) lead. The ipg was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.